Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported by the user, that while using a demonstration pump, multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The user¿s blood glucose level was 98 mg/dl. Reportedly, the user had manual injections available as alternate insulin therapy.